Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray revealed that this left ventricular lead was fractured. The device was reprogrammed so that this lead was deactivated. No adverse patient effects were reported. The physician decided to postpone replacing the lead at this time.